Event description:
The user facility reported a strong ammonia smell while running a processing cycle on the system 1e processor. The operator cancelled the cycle due to the smell, causing a one and a half hour procedural delay. No or injuries were reported and the procedure was subsequently completed successfully.

Manufacturer narrative:
A steris service technician inspected the system 1e processor subject of the reported event and could not duplicate the reported event; the unit was operating to specification. There is nothing in the formulation of the s40 sterilant that would be responsible for an ammonia smell, under normal use. The technician reported the smell may be attributed to the customer's drain backing up. The unit was installed on (B)(6) 2011; the last pm was performed on (B)(6) 2012.